Event description:
Healthcare provider reports: protime system inr results higher than reference lab. Protime inr 4.7 vs reference lab inr 2.4 on same day. Inr target range: 3-3.5 no adverse events reported.

Manufacturer narrative:
(B)(4). Method/result/conclusion: manufacturer/evaluation/investigation pending product return from user facility. Itc has requested all data required for form 3500a.